Event description:
Additional review indicates the information regarding the patient's lack of stimulation on the right side and subsequent surgery to implant a new lead pertains to MFR report #3004209178-2012-00044. Any additional information regarding the lack of stimulation will be reported that report. The information regarding the issues with recharging pertain to this manufacturer's report (#3004209178-2011-09993).

Event description:
It was reported that while stimulation was on there was no stimulation sensation on the patient's right side. Also, reported were coupling and/or communication issues. The patient was able to get to the recharge screen but had zero coupling bars. The problem with recharging occurred since the patient's implant on 2011 (B)(6). Later, it was reported that the manufacturer's representative saw the patient and showed the patient how to recharge properly. Everything "worked fine" when the manufacturer's representative left the patient. The patient was going to have the lead moved "soon" to capture the left side that was never captured. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 39565, lot # v855329020, implanted: 2011 (B)(6), explanted: unk. Patient programmer: model 37743, serial # (B)(4), implanted: na, explanted: na. Recharger: model 37752, serial # (B)(4), implanted: na, explanted: na .

Event description:
Additional information received noted that in regards to if the lead migrated or just not placed in correct position: just not placed in the correct position. The surgeon added a second lead and a second battery for the other side. The patient was getting good coverage and relief but now had to recharge 2 batteries.